Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2017-2145) on 21-dec-2017. The most recent information was received on 27-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("right side implant could not be found with ultrasound and native x-ray") in a 41-year-old female patient who had essure (batch no. He011e3) inserted for sterilization. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (both uterine tubes and left side essure were removed in laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date: right side implant could not be localized. X-ray: on an unknown date: right side implant could not be localized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira on (B)(6) 2017. The most recent information was received on 23-apr-2018. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("right side implant could not be found with ultrasound and native x-ray") in a 41-year-old female patient who had essure (batch no. He011e3) inserted for sterilization. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (both uterine tubes and left side essure were removed in laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: right side implant could not be localized x-ray - on an unknown date: right side implant could not be localized. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-apr-2018 for the following meddra preferred term: device expulsion ¿ analysis in the global safety database revealed 642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority valvira (reference # (B)(4)) on 21-dec-2017. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("right side implant could not be found with ultrasound and native x-ray") in a 41-year-old female patient who had essure (batch no. He011e3) inserted for sterilization. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (both uterine tubes and left side essure were removed in laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: right side implant could not be localized x-ray - on an unknown date: right side implant could not be localized. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: device expulsion ¿ analysis in the global safety database revealed 491 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 14-mar-2018: essure on the right side could not be found in connection to uterine tube removal either. Essure is not available for investigations, it went to histopathological investigations. Essure batch reported as ess305 he011e3. Case closed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference # (B)(4)) on 21-dec-2017. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("right side implant could not be found with ultrasound and native x-ray") in a female patient who had essure inserted for sterilization. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (both uterine tubes and left side essure were removed in laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: right side implant could not be localized x-ray - on an unknown date: right side implant could not be localized. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2017 for the following meddra preferred term: device expulsion ¿ analysis in the global safety database revealed 369 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority valvira (reference # (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("right side implant could not be found with ultrasound and native x-ray") in a female patient who had essure inserted for sterilization. On (B)(6) 2017, the patient had essure inserted. In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (both uterine tubes and left side essure were removed in laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: right side implant could not be localized. X-ray - on an unknown date: right side implant could not be localized. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device expulsion ¿ analysis in the global safety database revealed 361 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.